Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the large disc did not move while draping. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the accessory involved with this complaint and found the drape was found to have a labyrinth seizing/sticking/friction issue preventing installation/rotation.